Manufacturer narrative:
Motor error alarm during rewind due to motor flex connector not plugged in properly on connector on interface board. Unable to verify for motor position encoder error alarm, displacement test anomaly and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarm. The motor was tested outside to the device and passed. The insulin pump received with detached end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus and basal delivery. The drive support cap appeared loose. The cap was not pressed on while the insulin pump was connected. The insulin pump did not pass the displacement test. The blood glucose reading was 120 mg/dl. The insulin pump will be replaced and returned for analysis.